Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and was found to have a broken main tube under the proximal clevis. A piece measuring proximately 3.00 mm x 3.00mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube was found dislodged which may indicate potential mishandling/misuse.

Event description:
It was reported that the 8mm prograsp forceps instrument had a damaged sheath at the end. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who provided the following additional information: there was no patient injury.